Manufacturer narrative:
(B)(4). Additional information received on 23 aug 2023 states that the patient was critical prior to the event. The reported complaint of "iab would not fully un wrap at the tip" is not able to be confirmed. The product was not returned for in vestigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends. If the product is returned at a later date, a full investigation of the sample will be completed. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that during insertion in a patient in the ccl, "the arrow iab did not fully unwrap when it was initially connected to a maquet cardiosave pump". As a result, the iab was removed and a 2nd iab from a different brand was inserted at the same insertion site. No patient harm or injury. At the time of this report the customer has not returned our requests for additional information. If additional information is received, the complaint file will be updated.

Manufacturer narrative:
Qn#(B)(4). Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that during insertion in a patient in the ccl, "the arrow iab did not fully unwrap when it was initially connected to a maquet cardiosave pump". As a result, the iab was removed and a 2nd iab from a different brand was inserted at the same insertion site. No patient harm or injury. At the time of this report the customer has not returned our requests for additional information. If additional information is received, the complaint file will be updated.